Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. Customer's reported problem was confirmed. Pump was found to be displaying "air in line" detected alarm message and double beeping without an administrate cassette attached during the investigation. Recommend an air detector and downstream occlusion sensor to be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was detecting "air in line" on multiple sets and double beeping. There was no patient, or clinician injury associated with this occurrence.